Event description:
Complainant alleged that during a routine shift check by a clinician the device's front panel functions were not operating and therefore the device was unable to charge, discharge or select an energy level. Complainant indicated that there was no pt involvement in the reported malfunction.